Manufacturer narrative:
Reporter phnone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. It¿s unknown if patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report that the ipg was ¿out of order after breast cancer therapy and operations¿ was confirmed. Analysis of the returned ipg found as received the device was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the unrelated surgery and therapy, as the patient reported the ipg was out of order after breast cancer therapy and operations. Ipg was not placed in surgery mode before the procedures.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.